Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. The patient reported the infusion site to be painful, red and swollen. The patient visited the physician and was prescribed flucloxacillin to treat the infection. The pod was removed prior to the doctor¿s appointment.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.